Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that nutrition leaked out from the fistula. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the DHR review is not available because the corporate lot number is unknown. Investigation summary: one ponsky non-balloon repl (nbr) gastrostomy feeding tube was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is inconclusive for subcutaneous leak/break/split without embolism, as the device was received with the catheter split between the 13th and 14th depth marker. A split was observed between the 4th and 5th depth marker, hidden underneath the support wings. The split propagated approximately circumferential around the catheter. However, due to the component being returned on its own upon return it is unknown whether the catheter breaks could have been happened in clinical/manufacturing/packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that nutrition leaked out from the fistula. There was no reported patient injury.